Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture generated growth of the organism staphylococcus epidermis which is an organism that is found on human skin. Therefore, based on the reported information, the patient¿s peritonitis can be reasonably attributed to touch contamination during the pd exchange, as reported by the patient¿s nurse.

Event description:
During follow-up for a separate event, it was reported this patient on peritoneal dialysis (pd) was previously hospitalized with peritonitis. In additional follow-up, the patient¿s pd nurse stated that patient was experiencing symptom of abdominal pain and was hospitalized on (B)(6) 2022. The patient had a pd culture obtained (on (B)(6) 2022) which generated growth of the bacteria staphylococcus epidermis. The patient was treated with the antibiotic vancomycin (dose not provided) intra-peritoneal (ip). Subsequently, on (B)(6) 2022 the patient was discharged from the hospital. Per the nurse, the patient continues pd treatment with the same cycler without any adverse effect and is recovering from the event. The patient¿s nurse confirmed the patient did not have any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to patient touch contamination during the pd exchange.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
During follow-up for a separate event, it was reported this patient on peritoneal dialysis (pd) was previously hospitalized with peritonitis. In additional follow-up, the patient¿s pd nurse stated that patient was experiencing symptom of abdominal pain and was hospitalized on 10/may/2022. The patient had a pd culture obtained (on 10/may/2022) which generated growth of the bacteria staphylococcus epidermis. The patient was treated with the antibiotic vancomycin (dose not provided) intra-peritoneal (ip). Subsequently, on (B)(6) 2022 the patient was discharged from the hospital. Per the nurse, the patient continues pd treatment with the same cycler without any adverse effect and is recovering from the event. The patient¿s nurse confirmed the patient did not have any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to patient touch contamination during the pd exchange.